Event description:
It was reported that the c-r-arm rotational lock on the 8800 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lock was adjusted during the serevice call. The system was tested and found to be working as intended, and put back into service.